Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging an issue with the settings of her onetouch ultra2 meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 (exact time not specified). The patient manages her diabetes with a combination of pills, diet and exercise, and reported continuing with her usual dose of medication (2 pills glipizide) including sliding scale in response to the reported issue. The patient denied experiencing any symptoms, but reportedly visited the emergency services on (B)(6) 2015 at approximately 8am where her blood glucose was measured using an ER/hospital meter with a reading of ¿over a thousand¿ mg/dl. The patient reported receiving insulin (dose not specified) treatment by an hcp on (B)(6)2015 at approximately 8am in response to the reported issue. At the time of troubleshooting, the csr noted that it was not the first use of the product, walked the patient through a re-test and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.